Manufacturer narrative:
The customer reported that the the asi is flashing red and AED is displaying a service code warning for error code, which may be battery depleting due to failure to address red asi. Communication with the customer found thatt the previous battery pack was depleted due to the pads never being connected and the AED was constant alerting. The maintenance schedule is reported as monthly. The customer was instructed on proper maintenance and advised to keep the pads attached. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the the AED is displaying a service code warning for error code, which may be battery depleting due to failure to address red asi. The previous battery pack was depleted due to the pads never being connected and the AED was constant alerting. The reported event did not occur during patient use.